Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. The device was tested for upstream occlusion detection and it passed. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred upon power up in the delivery room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.